Event description:
Major pump unit(s) involved: external control. System failure specific component(s) involved: external controller malfunction; other component malfunction

Event description:
Major pump unit(s) involved: external control system failure;possible controller lead short.specific component(s) involved: external controller malfunction; possible controller lead short.other component: losse battery clips threading;causative or contributing factor: patient noncompliance in device maintenance and protection.intervention(s): replacement of external controller; replacement of battery clip.implant device type: lvad.